Event description:
It was reported to aesculap inc. That a round filter polypropylene (part # md344) was used during a sterilization procedure on (B)(6) 2024. According to the complainant there were numerous holes observed in the filter. The adverse event is filed under aic reference xc (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: d9 device returned to manufacturer. One (1) sample provided was returned to the manufacturing site for technical evaluation. Results of the investigation determined visually that there were holes in the filter. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Retention samples were reviewed and no discrepancies were observed. Based on the investigation findings, the root cause of the pin holes could not be determined at this time. As a result, the reported failure could not be confirmed to be a manufacturing related issue.